Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have failed to capture, indicating a ra lead dislodgement. The ra lead was repositioned on (B)(6) 2021. The patient was stable throughout and no adverse consequences were reported.